Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse proactively replaced the sample syringe and wash block assembly. The fse verified proper dispense of all fluid ports and checked mechanical alignments. The fse successfully ran qc. The cause of the discordant ca-125 result was unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant falsely low cancer antigen (ca-125) result was obtained on one patient sample on an advia centaur xp instrument. The discordant low ca-125 result was reported to the physician, who questioned it. The sample was repeated on an alternate instrument and that result was sent to the physician as the corrected result. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca-125 result.